Event description:
A micro oscillating saw was sent for service and it ran without activation during performance testing. The event occurred when the cable was moved around with and without the hand switch. No adverse event was associated with the device.

Manufacturer narrative:
Corrosion was noted within the internal components of the device.